Event description:
It was reported that during a procedure the crbs polarx fit balloon cath st ous was selected for use, when the balloon catheter was inflated after being inserted inside the body, error 1 - 00004000-2: console detected blood in the catheter occurred. The cryo cable was replaced but nothing improves. Then, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not going to be returned as it was reported as discarded,

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure the crbs polarx fit balloon cath st ous was selected for use, when the balloon catheter was inflated after being inserted inside the body, error 1 - 00004000-2: console detected blood in the catheter occurred. The cryo cable was replaced but nothing improves. Then, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not going to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the balloon. The polarx was leak tested and failed outer balloon vacuum test with a gross leak. The polarx device was then dissected, and the outer balloon line located inside of the handle was pressurized while submerged in a water bath to locate a potential leak. A leak path was found in the outer balloon line in the outer balloon itself. There were no signs of an external force to have led to the hole in the balloon.